Event description:
It was reported the presidio 10 cerecyte microcoil (pc410041230/ g13648) stretched during advance and adjustment in the acom artery. The device was withdrawn, and the changed to another one to complete the procedure. There was no adverse event reported and the device will be return for analysis.

Manufacturer narrative:
It was reported the presidio 10 cerecyte microcoil (pc410041230/ g13648) stretched during advance and adjustment in the acom artery. The device was withdrawn, and the changed to another one to complete the procedure. There was no adverse event reported and the device will be return for analysis. No further information was provided regarding the event. The 11.5 centimeter long coil was stretched approximately 15.0 centimeters. The coil¿s socket ring has compressed the distal section of the outer sheath. The coil unraveled out of the soldered section which was due to external force. No material defects were found. The coil was stretched up to the distal section. At the fourteenth primary winding off the ball tip, the coil is bent and the stretching begins. Based on highly limited information there are two possible contributing factors to the coil stretching. These contributing factors may have worked in tandem or separately producing similar results. The primary contributing factor to the coil stretching may have occurred during the coils repositioning inside the aneurysm. The coil may have become temporarily anchored on itself, the coils dwelling inside the aneurysm, or on the distal tip of the unidentified microcatheter. If this did occur then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ the secondary contributing factor may have been due to distal interference inside the microcatheter. This interference may have caused the coil to have been temporarily anchored and may have stretched during removal. The source of this interference inside the microcatheter; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was confirmed with analysis, and based on the limited information and analysis, the event may be procedure related. The lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.